Event description:
Report received from an abbott international affiliate of an overdelivery. The report states the patient came to the hospital for knee prosthesis. The device was programmed to infuse fentanyl 0.05mg/ml in bolus only mode, a 0.5ml bolus dose, a 10 minute bolus lockout, a 50mg container size, and an unspecified loading dose. After 3 hours, it was reported that the nurse found the patient with acute respiratory failure and cyanosis. At this time, the nurse noted "only 22ml" was left remaining in the container, and "28ml passed through the patient in 3 hours. The medical staff decided to perform an intubation and a ventilation of the patient during 1 hour", and the patient was treated with naloxone. Reportedly, the patient "regained consciousness and fully recovered". Though requested, no additional information was available.